Event description:
It was reported that the case involved a pt, who about one week prior had an ami with an implant of another company's drug coated stent. The distal end of the previously implanted stent had a stenosis and the new stent was going to be used to treat it. The stent delivery system (sds) was advanced to the stenosis, however, on fluoroscopy; it appeared that although some inflation was apparent, the device kept losing pressure. Upon removal of the unexpanded stent, it dislodged from the sds and was seen in the tip of the guiding catheter. As both products were being removed, the stent ended up in the femoral artery and was removed with a snare device. Reportedly, the pt is doing well.